Event description:
It was reported that a spectrum pump had a high downstream occlusion pressure, and the speaker was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'high downstream occlusion pressure' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The force sensor requires calibration as the precautionary measure. During functional testing, the device had no audio. The reported condition was verified. The cause of the condition was determined to be a failing rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.